Event description:
The customer reported leak on the modular chemistry side of the ion selective electrode compartment on the unicel dxc600pro synchron chemistry analyzer. The customer was wearing personal protective equipment (ppe) consisting of a lab coat and gloves while at the time of the event. The customer did not come in contact with the fluid and did not need to seek medical attention. No exposure (sprayed or splashed) to mucous membranes or open wounds were reported. The customer did not review the msds; however, the facility does have exposure control or risk management plan in place. No death, injury or changes to patient treatment or results are associated with this event. On (B)(6) /2012, a field service engineer (fse) visited the site and examined the system, was able to reproduce the event. The fse determined that the 3-way valve was not fully switching following injection. The fse removed and replaced the valve. The root cause of the event was the malfunctioning t-valve.

Manufacturer narrative:
(B)(4).